Event description:
Patient dislocated approximately 6 weeks post-operatively. The hip was revised.

Manufacturer narrative:
Summary of evaluation: the evaluation results indicated a manufacturing error. Corrective action is being implemented.